Event description:
Reference MFR report: 1627487-2019-06001.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2; reference MFR report: 1627487-2019-06001. It was reported that during a lead and an ipg replacement on (B)(6) 2019, (MFR 1627487-2019-05479, MFR report:1627487-2019-05480) patient was vomiting. As a result, patient was kept overnight in the hospital for observation. The issue was resolved.